Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functioning properly. No unexpected sound during testing. No stuck motor slide during the rewind test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump piston gets stuck during rewinds and makes an unusual sound. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer used food to treat the low and went up to 64 mg/dl. The customer believes the pump was over delivering. The customer reported air bubbles in the reservoir and tubing. The customer also reported boluses that were not getting delivered due to lack of insulin advancement in the tubing, but they did not get any alarms. The customer started at 96 mg/dl and went up to 246 mg/dl due to the issue. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Unomed set.